Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, white particles appeared from the inserter when the cup inserter was impacted. Another inserter was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, no root cause could be determined.